Manufacturer narrative:
An error message displaying ¿replace generator when patient was trying to connect to the ipg was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in follow up that surgical intervention took place wherein the ipg was explanted and replaced, surgical intervention addressed the issue.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patients device displayed an end of life message and is no longer providing therapy. Surgical intervention may be pending to address the issue.